Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently was hospitalized due to an elevated blood glucose (bg) level that ranged from 594-595 mg/dl and high ketone level. Prior to the hospitalization, the customer delivered a correction bolus in attempt to address high bg. The customer was treated with intravenous saline and insulin while in the hospital. At the time of the report to tandem technical support the customer had not been released from the hospital, however, the customer confirmed the reported issue resolved and no permanent damage was sustained. The cause of the reported issue was unknown. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended.